Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required since the user was able to log in. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to authenticate after being synchronized with active directory and added by the pharmacy lead. Despite the synchronization and user addition process being completed, the user was still unable to be added to the system, and her name appeared grayed out, prevented authentication and access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.